Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal distal release covered stent was to be used to treat a 9 cm malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the guidewire easily passed the stricture however, during deployment, the catheter kinked and the stent did not fully deploy. The stent was removed from the patient partially covered with the stent deployment suture and another ultraflex esophageal stent was placed to complete the procedure. Reportedly, the physician deployed the stent outside the patient and noticed that the stent did not fully expand. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 3270 captures the reportable event of stent failed to expand. An ultraflex esophageal ng distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received deployed and expanded. A kink at the distal end of the shaft was noted. The stent was measured to be within specification. No other issues with the stent, green braided polyester suture and delivery system were noted. The stent was received deployed and expanded; however, a photo of the device was provided. An analysis of the photo noted the stent did not expand, confirming the reported event. Per ultraflex esophageal ng covered stent system directions for use (dfu), a stent may require 24-72 hours to expand fully. The kink noted to the delivery system was consistent with excessive force being applied during the attempt deployment. Taking all available information into consideration, the investigation concluded that the reported events and the observed failure were likely due to anatomical and/or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user and nomal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on august 20, 2019 that an ultraflex esophageal distal release covered stent was to be used to treat a 9cm malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the guidewire easily passed the stricture however, during deployment, the catheter kinked and the stent did not fully deploy. The stent was removed from the patient partially covered with the stent deployment suture and another ultraflex esophageal stent was placed to complete the procedure. Reportedly, the physician deployed the stent outside the patient and noticed that the stent did not fully expand. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.